Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an interrogation it was noted that the safety switch tripped for the right ventricular (rv) lead putting it in unipolar configuration. The safety switch was noted to be due to low out of range impedance measurements. The clinician reset the rv lead to bipolar configuration where the measurement was 580 ohms. Subsequently the lead was left programmed bipolar and the patient will be monitored. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was subsequently electively explanted eight months after the initial observations were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.